Manufacturer narrative:
Additional information: on 10/23/2019, the photo investigation was completed. Photo investigation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the sample was observed to be intact. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An investigation of the evidence received was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast surgery with unspecified saline mentor breast implants and experienced capsular contracture and deflation on the left side post-operatively. The patient also experienced unspecified unexplained systemic symptoms described by the patient as several health issues. The root cause of the patient¿s symptoms is unclear. The patient underwent bilateral device removal on an unspecified date. This report is for the patient's right-sided device.